Event description:
Baxter quality management was informed of a death. The hosp rep reported a pt presented to the emergency dept with an unk type of infection in 2003. At that time, an unk antibiotic was started via a peripheral IV located in the pt's hand. The pt was transferred to an inpt room and admitted. The nurse assessed the pt, and reportedly hung a premixed bag of saline and potassium to be infused using a colleague pump. It is unclear whether or not the antibiotic infusion had been completed. Within 5-7 minutes after the start of the infusion, the pt had a respiratory arrest and was subsequently intubated. The pt reportedly expired. The facility's pathologist reportedly compared x-rays taken prior to death and postmortem and noted a discrepancy in the films. It was reported that postmortem air was detected in the radiology study indicating an air embolism. An autopsy was performed and showed the cause of death as an air embolism, however, the medical examiner has not released the results. The facility rep stated the baxter IV pump was not identified nor evaluated. The administration set was discarded and no product codes were identified.